Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, additional information was received on 05/14/2026. It was reported that no readings/ sensor error/ brief sensor issue occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and failed. Performance data was reviewed. The allegation was confirmed due to the wearable failed testing. The probable cause was determined to be low count aberration. No additional patient or event information is available.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced a sensor error after which they experienced a hypoglycemic event. The sensor error occurred at 08:30pm. At around 11:15pm, the patient was still not receiving cgm readings, and the patient experienced a seizure. The patient¿s mother called for an ambulance, and when a fingerstick was taken the blood glucose reading was 1.0 mmol/l. The patient was brought to the hospital and treated with midazolam and intravenous dextrose 5%. No further treatment was reported to be needed, and the patient was discharged after 3 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion.no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced a sensor error after which they experienced a hypoglycemic event. The sensor error occurred at 08:30pm. At around 11:15pm, the patient was still not receiving cgm readings, and the patient experienced a seizure and fainted. The patient¿s mother called for an ambulance, and when a fingerstick was taken the blood glucose reading was 1.0 mmol/l. The patient was brought to the hospital and treated with midazolam and intravenous dextrose 5%. No further treatment was reported to be needed, and the patient was discharged after 3 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. A review of performance data shows that the patient's low alert was disabled at the time of the incident. The urgent low alert is fixed at 55 mg/dl; the audio was set to sound and the snooze feature was set to 30 minutes. The no readings alert was enabled and was set to trigger after 20 minutes of continuous brief sensor issue. Data investigation shows that the patient¿s estimate glucose values reached the urgent low alert threshold at 8:06 pm on (B)(6) 2025 and the app delivered an urgent low alert at partial volume with an egv of 55 mg/dl; this alert was acknowledged immediately. The patient¿s egvs remained below the urgent low alert threshold thereafter, and once the snooze period for the urgent low alert passed, the app again delivered an urgent low alert at partial volume at 8:36 pm with an egv of low (less than 40 mg/dl). The patient then entered a period of brief sensor issue at 8:41 pm. The app delivered a no readings alert with partial volume at 9:01 am which was acknowledged immediately. The brief sensor issue lasted until 10:21 pm, at which point the wearable failed and the app delivered a sensor failed alert at partial volume. This alert was acknowledged immediately. The reported complaint is undetermined. Although data investigation found that the patient experienced brief sensor issue as alleged, data also shows that the patient received audible alerts for low glucose prior to the onset of brief sensor issue as well as no readings alerts during the brief sensor issue, all of which were promptly acknowledged. Furthermore, these acknowledgments occurred well before the time at which the patient's seizure reportedly occurred at 11:15 pm. The root cause of the hypoglycemic event could not be determined. No additional event or patient information is available.